Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.